Event description:
A customer tested patient sample for troponin (accu tni) and a result of 3.13ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested and a lower result was obtained (0.04ng/ml). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects samples in plastic lithium heparin tubes and centrifuges at 3,600 rpms for five minutes. The specimen was normal in appearance. Qc was within specifications before and after the event. A system check performed on 03/10/09 passed within instrument specifications. Service was not dispatched for this event. A customer technical service (cts) did discuss pre-analytical sample handling procedures with the customer and supplied the pre-analytical support literature. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.